Event description:
Follow up information received from the patient¿s daughter reported that they were visiting with the patient (B)(6) to (B)(6), 2019) and contacted the manufacturer to discuss function of the implanted device. During the ¿visit¿, the family member was able to pare[sic] with the communicator and evaluated the setting. There recollection was that it was functioning at 1.5 level. After being sent a video, the daughter was able to increase the amplitude with success. They noted that week¿s previous to their sept. Visit, the patient experienced a loss of therapeutic benefit from the device. After reading the material and warnings about certain electronic/security/loss prevention devices, the family member it was mentioned that the patient went through security at the government center to attend a ceremony in the late spring. The daughter¿s recollection during their sept. Visit was that the device was on and functioning and had not shut off despite going through the security. They had a long conversation with the patient and spouse about being cognizant of devices that could be harmful to the implant and/or patient. The family member believed that this discussion and validating the device function may have confused them. They stated that they did not think the device ever malfunctioned. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said patient lost benefits of therapy over the last six weeks or so and has been damp. They noted that the patient has an appointment with their managing healthcare provider (hcp) on (B)(6) 2019. The caller said the patient is able use the equipment to find the device, but they stop feeling stimulation when they move the communicator away from the implant. The consumer noted the patient has been on the first program setting and the caller increased from 1.5v to 1.7v. As a result of what was reported, the caller was redirected to the hcp to report and resolve symptoms. Additional information received from a family member of the patient. When asked why was the patient losing stimulation sensation and if a cause determined, consumer said the patient wasn't getting a response from the device and consequent continued leakage. The cause was determined to be a metal detector and they weren't aware that a metal detector could "shut down" the device. After speaking with the call center, the device was reactivated and then they met with the hcp to follow up with a technician. When asked what actions/interventions were taken to resolve the stimulation issue, they "recalibrated" the device and moved it from 1.6v to 1.7v which seemed to make a small difference in sensation and the patient's ability to time bladder void. The consumer noted that it is still not doing the job its intended for. They also noted they have an appointment with the hcp on (B)(6) 2019 where they will review the results. No further patient complications have been reported as a result of this event.